Event description:
The pt reported experiencing erratic blood glucose of 50-445 mg/dl from (B) (6) 2010-(B) (6) 2010. The pt's normal blood glucose range is 120-130 mg/dl. The pt believes the infusion device does not accurately deliver insulin. The pt switched to the backup infusion device and blood glucose levels were better. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.